Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote monitor start/stop button was not working and no transmission could be sent. No troubleshooting indicated. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event. It was also reported there was sensing/detection problem with the device. The device remains in use. No patient complications have been reported as a result of this event.